Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Investigation summary: customer returned (59) 3/10cc, 6mm, 31g syringes (19 loose, 40 in sealed poly bags) from lot # 0189393. Customer states that water came out of the syringe. All loose samples and 11 out of 40 sealed samples were tested and 11 loose samples and 6 sealed samples exhibited a clear droplet of material coming out of the canula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Manufacturing ((B)(4)) will be notified of this issue. A review of the device history record was completed for batch # 0189393 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. 20jul2021, (B)(4) received a photo complaint from material #324910 and lot #0189393; syringe 0.3ml 31ga 6mm. Initial evaluation: examination of the photo indicates that the cannula has a clear droplet expelled from the outer tip of the cannula. The photo only shows the stopper pushed up (seated) against the barrel. There is no evidence or silicone pooling (excessive) inside the barrel. The lab did determine the liquid to be dc silicone which is used to lubricate the inside of the barrel to allow the plunger to move with ease at the time of use by the customer. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. At the lubrication dial, the printed barrel is received to the barrel prep dial where air passes from probes and blows out any fm that may be within the barrel ID downward and out through the tip. Once this is completed, the printed barrel indexes under the single silicone gun where a shot of silicone is sprayed into the printed barrel ID. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0189397 was reviewed. The syringes were assembled from 18sep2020 to 22sep2020. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection (without aid) every 2 hours: excessive barrel lubricant as evidenced by ¿pooling¿ or formation of droplets. Visual inspection every 2 hour: barrel lubricant shall be on the inside surfaces of the syringe only. If a defect is found during an inspection a quality notification is initiated. Notifications were reviewed, and no non-conformances were noted that would cause excessive lubricant. Root cause: l2l dispatch #106006 was opened for a silicone gun fault. The assembly machine will stop when excessive silicone is added into the barrels. An excessive amount of silicone is determined when pooling of silicone is seen inside the barrel between the stopper and end of barrel. Corrective action: replaced the silicone pump. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that water/excessive silicone oil was found in 100 bd veo¿ insulin syringes with the bd ultra-fine¿ needle. The following information was provided by the initial reporter: "excessive silicon oil. The customer stated that water came out of the syringe. And the customer requests an official notice from bd that it is harmless to the human body."